Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs (B)(4) call service alarms and an occlusion during the prime step. During testing, the pump was exercised for 24 hours with no duplicated call service alarms. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked. Also unrelated to the complaint, the bolus button cover was torn; however, the button responded properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.